Event description:
Same case as MFR ID#: 2134265-2011-03936. It was further reported that at the time of event, as the 3.5x20mm promus element stent was inflated to 16atm for 30 seconds, the patient took a deep breath causing the heart to move caudal and the 3.5x20mm promus element stent moved proximally in relation to the intended location. It had been intended to be deployed overlapping the previously placed stent. However due to the movement, there was a gap of about 4mm. A 3.5x8mm promus element stent was then advanced to be placed over this gap. As the stent was being inflated, the patient again took a deep breath which caused the 3.5x8mm promus element stent to move proximally to the intended location. Per the physician, "in reality, it is the heart moving". The 3.5x8mm promus element stent was deployed 4mm proximally from its intended location. Another 3.5x8mm promus element stent was advanced and successfully deployed to cover the gap. The stents were post dilated to 20atm in the ostial part of the vessel, and to 18atm to the remainder of the stented portion with a 3.5x12mm nc quantum apex balloon with good results per intravascular ultrasound.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent migration occurred. The patient presented due to angina. Cardiac catheterization revealed 70% restenosis of a previously implanted 3.0x32mm promus element stent located in the proximal right coronary artery. A 3.5x20mm promus element stent was advanced with the intention to deploy the stent overlapping with the previously placed stent. While the stent was being deployed, the patient took a deep breath and the stent moved to an ostial position leaving a small gap between it and the previously placed stent. It was reported that the physician was "forced to add two 3.5x8mm promus element stents when inhalation takes place a further time". Post dilation was performed with "good final result according to angiography and intravascular ultrasound". The angina resolved without residual effects and the patient was discharged 1 day later. This product is only ous approved but it is similar to an approved us device.